Event description:
Boston scientific received information that approximately two weeks post-implant, the patient with this system returned due to an infection. As a result, the physician elected to explant the system lead. Another lead was later implanted with this same device. No further or additional adverse effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.